Event description:
It was reported that during a removal of lap band to laparoscopic sleeve gastrectomy (revision) procedure, when firing across area of the stomach where band had been removed, the stapler misfired. A few proximal staples formed, but the majority of fire was unformed staples. The stapler did cut. The black load was being used with seamgaurd. A new device was opened. The open staple line was sutured closed. The remainder of the sleeve was created using new device and reloads with seamgaurd. Evicel was placed over the suture line. Intraoperative endoscopy performed to visualize area as well as test for leaks. There were no patient consequences.

Manufacturer narrative:
(B)(4). One piece sled, damaged cartridge, missing cartridge drivers. The analysis found that one device was returned in good visual condition and with an (B)(4) loaded in the device. Upon evaluation of the cartridge, the right side was fully fired and the left side was partially fired ¼. Furthermore, the cartridge body at knife slot area and the one piece sled were found damaged; one driver was noted to be missing. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any patient consequences? Did the patient have a leak? Was the intra-op endoscopy an additional procedure and in additional to the planned procedure? How was the patient impacted? If the patient had a leak how was the leak repaired? Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? On which firing(s) did this event occur (1st, 2nd, 12th, etc)? If echelon, during which stroke did the event occur? What color cartridge was being used? What other color cartridges were used before and after this event? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? Is there any other additional information you would like to share about this device or procedure?